Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an unknown pacemaker and non boston scientific leads exhibited oversensing from what appeared to be from minute ventilation (mv) signals. Brady pacing was inhibited for one beat. The patient experienced a syncopal episode from the oversensing. No additional adverse patient effects were reported. The device remains in service.